Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a flutter ablation treatment "no more temperature variation were observed, the physician saw than the extremity af the ablation catheter was broken." After more than 2h of the flutter ablation procedure there was no temperature variation and the physician noticed the blazer ii xp (B)(6) quad k2 ablation catheter was broken. No patient complications were reported and the patients' status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was received and the thermistor temperature sensor verified normal with the ept-1000xp system. The catheter passed thermistor response test. All electrode resistance values appeared normal. No electrical opens or shorts were found. Rf ablation appears normal. The catheters¿ electrical connector appeared normal during visual inspection. During the as received visual inspection, a bend on the distal shaft was observed while in the neutral position. The distal tubing was dissected and revealed that the center support and steering wires were bent. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a flutter ablation treatment "no more temperature variation were observed, the physician saw than the extreity af the ablation catheter was broken." After more than 2h of the flutter ablation procedure there was no temperature variation and the physician noticed the blazer ii xp 7/110/2.5/8-8 quad k2 ablation catheter was broken. No patient complications were reported and the patients' status is fine. Additional information has been requested and is not available.